Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis manifested by pain. The breach in aseptic technique was further described as the patient making a mistake during therapy allowing for bacteria from the skin to get into the peritoneum. It was reported that the patient was hospitalized for an unknown indication and four days after hospitalization, the patient experienced peritonitis. The patient was treated with unspecified antibiotics (daily and every five days, dose and route not reported) for the event. At the time of this report, the patient was still hospitalized and had not been retrained on aseptic technique. The patient was recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.